Event description:
It was reported that the device did not provide appropriate shock therapy. After interrogation, normal values were seen but a message appeared that a firmware upgrade was required. After the firmware backup and reprogramming, the device still did not deliver therapy.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The anomaly obeserved in the field was confirmed via review of egms in the laboratory. However, the failure mode was lost during the automated electrical testing. It is believed that the firmware reinitialized during testing and corrected itself. The device passed all tests.